Manufacturer narrative:
The implant was returned in two pieces and eval of the fractured surface showed torsional failure. The 3m espe instructions for use recommend using a torque wrench and also the maximum amount of force to be used with placing this implant.

Event description:
During placement of an mdi implant on (B)(6) 2013, the o-ball head fractured, resulting in surgical intervention to remove. The dentist used a finger driver, the winged thumb wrench and then a ratchet wrench to place. Fracture occurred during use of the ratchet wrench. The dentist reported that she drilled holes around the fractured portion of the implant to remove and subsequently filled them with bone.